Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump delivered properly the programmed basal rate profile. However, was unable to prime unit during prime test due to faulty force sensor. The insulin pump was received with minor scratched lcd window and stained end cap sticker.

Event description:
The customer's parent called and reported the customer was experiencing blood glucose of 500 mg/dl. It was stated that the insulin pump was rewinding very slowly when the set was changed out. The customer treated for high blood glucose with injection. At time of this report, customer's blood glucose was 114 mg/dl. The customer's parent further reported basal rates on the insulin pump were recently increased by 20 percent, but this had not been effective in lowering blood glucose. Troubleshooting steps were declined. Customer was advised the device would be replaced and agreed to return the product for analysis.